Event description:
Reported blood glucose results of 203 mg/dl, 138 mg/dl and 119 mg/dl with a lifescan meter, performed within 10 minutes of each other. Pt was unable to provide control solution result.